Manufacturer narrative:
Device evaluation: the device returned with the guidewire partially inserted. The guidewire was removed with no issues noted. Dried blood and contrast were visible in the distal shaft immediately distal to the guidewire entry port. The returned guidewire was backloaded through the distal tip and advanced proximally, it could not advance past the location of the dried blood and contrast. The distal shaft appeared to be slightly protruding. The device was placed in the waterbath to disperse the dried blood and contrast. On removal from the bath it was possible to frontload the guide wire through the guidewire entry port and advance distally through the tip with no issues noted. It was not possible to backload the guidewire, resistance was encountered at the location where the dried blood and contrast was. The inflation lumen was cut away at this location. A puncture site was evident on the inner member, when the guidewire was backloaded through the tip it was restricted at the puncture site. The material at the puncture site was protruding outwards. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat an unknown vessel. The device was inspected with no issues noted. Negative prep was performed without issue. Excessive force was not used during the procedure. It was reported that it was not possible to implant the stent due to the externalization of the guidewire after the guide wire was inserted into the device. No patient injury was reported.